Manufacturer narrative:
Information was received via published literature. (B)(4). No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. It was reported in the journal article "cementless total hip arthroplasty using a porous-coated prosthesis for bone ingrowth fixation" that one of these femoral components was revised due to late septic loosening which was secondary to hematogenous seeding from a urinary tract infection 27 months after surgery. The remaining unstable femoral components are still functioning. Three of the components are in patients who have hip scores of 89 or more; the other two are in patients with a fair and poor clinical rating and may require revision in the future. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.

Event description:
It is reported that seven hips subsided and two of these migrated into a varus position.